Event description:
Caller states that a softclix lancet was uncapped out of box. No accidental needle stick occurred. No adverse event was reported. The lot number was not provided. Return of the suspect device was requested for evaluation.